Event description:
A malfunction was reported by a distributor regarding a software error detected in the customer's pump, identified as malfunction 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The technical support team provided the customer with pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise.